Manufacturer narrative:
By checking the manufacturing chart of the involved lot#s, no anomaly was detected. This is the first and only complaint received on these lot#s. We will submit a final incident report once the investigation will be concluded.

Event description:
Revision surgery was performed on (B)(6) 2019. Previous surgery was performed in 2013. According to the information reported, patient started having pain in 2018: x-ray taken on the emergency showed the prosthesis broken at the coupling point. The following components were explanted: 3814.15.010, revision mod. Stem 18mm, lot#1300425, ster. 1300425; 7515.15.110, revision later. Neck h.60mm, lot#0806397, ster.0806397. No other information were reported by the complaint source. Event occurred in (B)(6).

Event description:
Hip revision surgery performed on (B)(6) 2019. Previous surgery was performed in 2013. According to the information reported, patient started having pain at the right leg in (B)(6) 2018: x-ray taken on the emergency showed the prosthesis broken at the coupling point in the left leg (xray not provided by the complaint source). The following components were explanted: 3814.15.010, revision mod. Stem ø18mm, lot#1300425, ster. 1300064. 7515.15.110, revision later. Neck h.60mm, lot#0806397 ster. 0800292 .according to the information reported, the stem was well osseointegrated and surgeon had to perform an osteotomy to remove it. No other information were reported by the complaint source. Event occurred in switzerland.

Manufacturer narrative:
By checking the manufacturing chart of the involved lot#s, no pre- existing anomaly was detected on: (B)(4) revision stems manufactured with lot #1300425. (B)(4) revision lateral necks manufactured with lot #0806397. This is the first and only complaint received on these lot#s. Furthermore, 21 out of 22 stems and 9 out of 10 femoral necks belonging to lots #1300425 and #0806397, respectively, have been already implanted without receiving any additional complaint. In order to perform a deeper investigation of this case, we requested the x-rays and patient information to the structure where revision surgery occurred. However, we did not receive any response from the structure therefore a further medical investigation was not performed. Considering the information received, we are not able to investigate the root cause of the event. Limacorporate, over time, has performed the following corrective/preventive actions to increase the mechanical strength of the stem taper: 1. Before 2005, limacorporate produced revision stems from ti6al4v eli (extra low interstitial) raw material according to astm f 136. To increase the mechanical properties and the fatigue strength limacorporate changed the material introducing firstly the ti6al4v grade 5 (iso 5832-3 with mechanical properties conforming to ams 4928) and then (2005) introducing the sta (solution treatment and ageing) heat treatment to further increase the mechanical properties and the fatigue strength. 2. 2008: the height of the fins was reduced by increasing the core diameter of the stems; this allowed an increase of the fatigue strength. 3. 2010: cnc machine was introduce in the manufacturing process to obtain a higher precision and performance. 4. 2010: reduction of the depth of the threaded hole in the stem male taper, to increase the resistant section of the male taper. 5. 2013: specific instruction for use (IFU) was introduced. The new IFU specified "the surgeon should carefully evaluate if implanting a modular prosthesis in patients with a high weight (bmi>25), and with high activity level. In such cases an alternative option (e.g. Monolithic prosthesis) should be preferred". Additionally, included some limitations regarding the combinations of the system and precautions which should be presented to the patient by the surgeon. 6. 2014: introduction of shot peening treatment on the lateral surface of the stem male taper (2015), to further increase the mechanical strength of the stem. No similar complaints have been received on the stems treated with shot peening. Pms data: according to our pms data, revision rate due to breakage of the stem revision is (B)(4). All of these complaints involved stems manufactured before the introduction of treatment with shot peening. Furthermore, limacorporate marked modulus stem in us only after the introduction of shot peening treatment. No corrective/preventive action was implemented due to this specific complaint. Limacorporate will keep the market monitored.